Event description:
It was reported that the patient went into asystole. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and inserted the versacross connect with the was. While the physician was positioning the devices near the septum the patient went into asystole. The physician performed compressions, and the rhythm returned to normal. A temporary pacer was placed, and the procedure was continued. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.